Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction injection via manual injection was administered to address bg level. The caller was unable to load a new cartridge as the cartridge alarm recurred. Reportedly, customer received normal assistance by a 3rd party but was not incapacitated due to bg level.the customer reverted to manual injections for insulin therapy.